Manufacturer narrative:
Date of event is unknown. The 510k: this report is for an unknown 3.5mm lcp medial distal tibia plate /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Implantation date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal surgery took place on (B)(6) 2018. A 3.5mm lcp medial distal tibia plate, twelve (12) 3.5mm cortex screws, and four (4) 3.5mm locking screws were removed from the foot. Initial surgical date is unknown. The hardware was removed due to patient experiencing pain on medial side were the plate was located. All parts were removed intact with no malfunctions. There was no revision surgery because bone had healed completely and there was no sign of infection. Surgery was completed successfully and patient status was stable. This report is for an unknown 3.5mm lcp medial distal tibia plate. This is report 1 of 3 for (B)(4).